Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's stimulator stopped working and they cannot reach anyone. The patient stated that they are very concerned that their unit is not working and there was no one that they could get a hold of. The patient reported that they were charging the ins for an hour and a half and had all 8 coupling bars, but the battery did not increase at all. The caller stated that they disconnected it and they tried to charge it more, but they still couldn't get the ins battery to increase. The caller stated that the programmer is showing the charge ins battery now message. It was reviewed that the device can take up to 8 hours to charge even with all 8 coupling bars. The patient stated that the ins was off while they were trying to charge and the stimulation turned on all by itself and began pulsing rapidly. The caller stated it did this for an hour and then shut it off. No further complications were reported or anticipated. No symptoms were reported.